Manufacturer narrative:
Technical eval: the pebax 35d segment shows significant elongation (yielding). The entire pellethane 80a segment including the markerband is flattened. There is a noticeable amount of white chalky material on the exterior shaft. The interior shaft appears to be obstructed. The failure may be explained by the use of an amplatz device. (B)(4).

Event description:
Physician was using the neuron 070 to deliver an amplatz device to embolize a vessel during a varicocele procedure. The minimum ID recommended for the device is an 0.070" guide catheter. After deploying the amplatz device, the physician started to withdraw the device and it became "stuck" in the end of the neuron. After manipulation to try and withdraw it, the physician removed the amplatz device and the removed the neuron to discover the end of the neuron was stretched and flat.